Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# va1wpms, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead product ID 3708660, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 11-sep-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 07-may-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that left sided lead, extension and battery removed due to infection and insufficient symptom control. No factors reported led to the issue. Multiple programs were used. The issue was resolved.